Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2018 and the mesh was used. Intra-operatively, the wings of the mesh ripped. Another mesh was available to complete the procedure. There was no part remaining in the patient and no surgery delay. No additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2018. Actual sample was returned for analysis. During visual inspection, detachment of a wing from load ring was observed at the device and other wing was partially detached. The separation of the wings at the welding area of the load ring may occur during handling. Therefore, the pds components are broken into fragments and a blue suture is visible which fixated the wing with the bottom mesh. As the pvp product is absorbable and was returned opened, during our investigation the sample started to separate into their components, due to degradation process of the mesh has begun. Per condition of the sample, it could not be determined what may have caused the reported incident.